Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A scrub nurse reported during priming of the cassette of an unknown number of vitrectomy procedures the system spontaneously changed the setting of the infusion from 25g to 23g, an gave an error notice. The settings were changed manually and the procedure was completed. There was no patient involvement. This is the second of two reports being filed from this facility. (B)(4).

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received indicating the cassette did not pass test and gave an error message (message unknown). At the second testing it was noticed that the cassette was full of liquid, the level was getting higher. In the end a new cassette was used.

Manufacturer narrative:
The company representative examined the system, but did not indicate replicating the ¿reported system message.¿ the company representative was able to confirm and replicate sm displaying (which prevented the system from priming). The non-confirming fluidics was replaced as a resolution. The system was then tested, and it was found to meet product specifications. Based on assessment, the product met specifications at the time of release. The root cause of the reported issues can be attributed to nonconforming fluidics. However, how or when it became nonconforming could not be determined. The lot complaint history was reviewed for the cassette. This is the first complaint for the finish goods lot and first for this issue for this lot. The device history record shows the product was released per specifications. The wet returned cassette were visually inspected and no obvious defects were found. Surgical residue and balance salted solution (bss) crystal was in the fluid path of the manifolds, the drain bag, and the cassette. Approximate 200 ml of fluid was inside the drain bag. The probe was cut off, and was not returned with the sample. The ball in the drip chamber¿s check valve moved freely per specification. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. A probe from lab-stock was used for functional testing. A calibrated console was used to test the sample. The sample could prime, tune, and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. There was no setting changes observed from one gauge size to another as described in the report. The value of 650mmhg wet-ant, 650mmhg extrusion, and, 650mmhg vacuum, 650mmhg continuous reflux, and 120mmhg proportional reflux displayed on the progress bar. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No message code appeared on the screen during functional testing. Fluid flowed from bss to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The sample passed functional and performance tests. The root cause of the customer's complaint could not be established. The returned sample functioned per specifications. Additional result code 885. The manufacturer internal reference number is: (B)(4).